Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow up patient was found with high capture thresholds on the ventricular lead. Fluoroscopy was used to find that the lead had been dislodged. Physician attempted to reposition lead but could but could not release helix. The lead was explanted and replaced. Patient condition was stable.